Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
In the chinese literature review, one publication states that: to conduct a retrospective analysis of the clinical characteristics, procedural safety, and efficacy of onestop therapy combining catheter ablation and left atrial appendage occlusion in patients with non-valvular atrial fibrillation at xinjiang uygur autonomous region people's hospital. Study enrolls 240 patients. The device implantation success rate was 99.6% (239/240). Two events of pseudoaneurysm at the puncture site which was resolved with local compression were reported.

Event description:
This report includes updated event description information and updated coding. In the chinese literature review, one publication states that: to conduct a retrospective analysis of the clinical characteristics, procedural safety, and efficacy of onestop therapy combining catheter ablation and left atrial appendage occlusion in patients with non-valvular atrial fibrillation at xinjiang uygur autonomous region people's hospital. Study enrolls 240 patients. The device implantation success rate was 99.6% (239/240). Two events of pseudoaneurysm at the puncture site which was resolved with local compression. The physician does not allege the swartz sheath caused or contributed to the reported pseudoaneurysms. Additionally, there were no performance issues with the swartz sheath.

Manufacturer narrative:
Additional information: b5, g3, h2, h6, h11.